Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer passed away in a hospital. The customer was hospitalized on (B)(6) 2016; the customer fell and hit his head. The cause of death was subdural hematoma. The customer was wearing the insulin pump at the time of the fall. The caller stated that the customer had heart disease and had a stroke. The caller did not know the customer' blood glucose at the time of passing. The caller stated that the customer had been on insulin pump therapy for twenty-five years and had difficulty with high blood glucose the last year. The caller stated that the customer's insulin pump was most likely disconnected at the hospital. The customer was not using sensors. The caller stated that they are no longer in possession of the customer's insulin pump.